Manufacturer narrative:
Product event summary: analysis found errors in the update history. It was also noted that the printer was defective, both keyboard hinges were worn and the stylus was worn. The stylus was working correctly but was replaced as a preventive action. The printer and stylus were replaced, and both keyboard hinges were replaced. Software was updated and the device was cleaned. The programmer then passed all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stylus pen was broken. It was also reported the printer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.